Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral area. The 80% stenosed, 4-5cm target lesion was located in the mildly tortuous and moderately calcified bifurcation of the left superficial femoral artery (sfa). A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for predilation. Upon the initial inflation at 4 atmospheres, the gauge of the inflation device became unstable and was not able to add pressure. A leakage of contrast media was noted under angiography. The balloon was deflated and completely removed as a whole from the patient, it was then noted that the balloon ruptured. The procedure was completed with a 6x40 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling mr balloon catheter. The balloon was loosely folded with blood in the hub, balloon and inflation lumen. The balloon, markerbands and proximal bond were microscopically inspected. Inspection revealed a burst in the balloon material, 21 mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The reported information indicates the device was inflated to 4atm; therefore, there is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral area. The 80% stenosed, 4-5cm target lesion was located in the mildly tortuous and moderately calcified bifurcation of the left superficial femoral artery (sfa). A 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for predilation. Upon the initial inflation at 4 atmospheres, the gauge of the inflation device became unstable and was not able to add pressure. A leakage of contrast media was noted under angiography. The balloon was deflated and completely removed as a whole from the patient, it was then noted that the balloon ruptured. The procedure was completed with a 6x40 non-bsc balloon catheter. No patient complications were reported and the patient's status was good.